Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that visual analysis found the outer insulation breached in vivo/depression. The breached insulation did contribue to the electrical complaints.

Event description:
It was reported that during follow up, the leads experienced oversensing noise. During the replacement procedure, the physician discovered that the leads were damaged 10 centimeters and 4 centimeters respectively, from the connector pin. The leads were explanted and replaced successfully. No patient complications have been reported as a result of this event.